Manufacturer narrative:
Updated h6- c.

Manufacturer narrative:
According to the facility on 2/12/2026, there was an order placed by the pa to remove a foley. 5ml of saline was removed from the balloon, but resistance was felt when trying to remove the catheter. Physicians were paged. A cystogram was ordered which was normal. The patient was encouraged to ambulate and let gravity assist with catheter dislodgement. At approximately 1830, the catheter finally fell out while the patient was ambulating. Upon inspection of the catheter, all parts/pieces were intact, but there was cuffing noted at the area of the balloon. No bleeding or abnormal discharge from patient. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 2/12/2026, there was an order placed by the pa to remove a foley. 5ml of saline was removed from the balloon, but resistance was felt when trying to remove the catheter.